Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure, using a medtronic confida guidewire through a previously placed catheter, micro foreign material was observed inside the catheter of a 20mm non-medtronic balloon. It was suspected the coating of the guidewire had peeled off. The team was concerned that if the guidewire remained in the patient, it may cause harm to the patient. The guidewire was withdrawn from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the guidewire was not returned for analysis. The pictures sent of the reported particulate do not allow medtronic to analyze the particulate thoroughly to determine if this particulate originated from the confida guidewire. In addition, without the return of the guidewire, medtronic is unable to thoroughly analyze if the guidewire exhibited any scratches or damage that may have occurred during use. The additional information received stated that the particles were sent to the inoue balloon manufacturer, so medtronic has no way of knowing what the source was for these particles, as the particles were not saved. As a result of receiving this complaint, the supplier that manufactures this device for medtronic has been notified. Unfortunately, without the return of this guidewire for analysis medtronic is unable to conclusively determine the cause for this report. Review of the lot history review (lhr) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.